Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this device declared elective replacement indicator (eri). The following health care provider (hcp) was concerned that the device was depleting quickly after declaration of eri. The device is scheduled to be replaced in (B)(6). The device is on the shortened replacement window (4/05/2007) advisory. No additional adverse patient effects were reported.